Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch due to an abrupt increase in high out of range pacing impedance measurements. It was noted that the lv lead was fractured. As a result, this lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).